Event description:
It was reported that during a coronary ptca treatment procedure, luge 182 cm guidewire removal difficulties were encountered. The guidewire was reported to have become stuck to the balloon preventing its removal. The lesion being treated was a 90% stenotic lesion in the left anterior descending coronary artery. The wire and balloon were removed as a unit. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.